Event description:
It was reported a patient with a 3fr provena PICC developed a dvt at the end of october. Clinician reported the patient was very sick and though it was likely related to the patient's condition.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.